Event description:
It was reported that this pacemaker exhibited far-field oversensing. Additionally, pacemaker-mediated tachycardia (pmt) episodes were observed and were successfully terminated by the device algorithm. Technical services (ts) reviewed the device data and identified stored atrial tachy response (atr) episodes in which atrial far-field oversensing resulted in inappropriate mode switches. No adverse patient effects were reported. This pacemaker remains in service.